Event description:
Pt had pda ligaton surgery on 11/2/94. Upon clean up of or room, nurse noticed that the graphite tip of the needle holder was broken. An x-ray revealed a foreign body present. Pt was taken back to or on 11/2/94 and the foreign body was removed. Upon examination foreign body was identified as graphite tip.